Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with return of the device. Failure (event) observed during analysis. The device was found to be in backup vvi reset mode was due to an anomalous component in the hybrid. The root cause was cold temperature exposure.